Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller was not working right. Pt reported intermittent poor recharge quality more and more often in the last week. Pt stated last night the charging session for the stimulator was going very slow and this morning they are having more issues. Pt stated the controller wouldn't charge/controller screen would not power on. Pt stated they tried resetting the controller and plugging the controller into the wall several times. Pt stated the controller battery did not display a percentage but was displaying the power cord icon instead. Pt stated the stimulator was 40%. Pt reset the controller (pt mentioned the battery pack was difficult to remove). No visible damage identified on the external equipment. Controller battery level: 50%, stimulator battery level: 40%. Pt confirmed the controller powered on and took a charge from the ac power cord/outlet. Agent reviewed the meaning of the controller battery with plug icon meaning and possible the battery pack was not seated well inside the controller. Pt started a charging session for the stimulator. Pt reported seeing poor recharge quality intermittently/often even after repositioning the recharger. Pt removed and replugged the recharger into the controller and was able to obtain excellent quality. Pt confirmed the recharger got "warm" but not "hot". Pt reported being set to group a and having program 1. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger telemetry module (rtm) and that a "no device found" message appeared. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, product ID 97745, lot# serial# (B)(6) product type programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller was not working right. Pt reported intermittent poor recharge quality more and more often in the last week. Pt stated last night the charging session for the stimulator was going very slow and this morning they are having more issues. Pt stated the controller wouldn't charge/controller screen would not power on. Pt stated they tried resetting the controller and plugging the controller into the wall several times. Pt stated the controller battery did not display a percentage but was displaying the power cord icon instead. Pt stated the stimulator was 40%. Pt reset the controller (pt mentioned the battery pack was difficult to remove). No visible damage identified on the external equipment. Controller battery level: 50%, stimulator battery level: 40%. Pt confirmed the controller powered on and took a charge from the ac power cord/outlet. Agent reviewed the meaning of the controller battery with plug icon meaning and possible the battery pack was not seated well inside the controller. Pt started a charging session for the stimulator. Pt reported seeing poor recharge quality intermittently/often even after repositioning the recharger. Pt removed and replugged the recharger into the controller and was able to obtain excellent quality. Pt confirmed the recharger got "warm" but not "hot". Pt reported being set to group a and having program 1. The issue was not resolved. An email was sent to the repair department to replace the recharger.